Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Representative stated that during an implant case the lead separated from the protective coating at the top. The representative indicated when the physician peeled the plastic back that was when the issue occurred about a year and a half ago. The rep indicated this was previously reported but unable to find the report due to no patient's or device information.

Manufacturer narrative:
Information about the lead separation that occurred approximately 1 and a half ago was previously reported and can be found in either manufacture's report number 2649622-2016-00034 or manufacturer's report number 6000153-2016-00512. If information is provided in the future, a supplemental report will be issued.